Event description:
It was reported that on (B)(6) 2003 patient presented with pain in the mid-thoracic area. The pain radiates into the right and left, and the patient has numbness in her fingertips and shortness of breath. Patient requested pain relief. On (B)(6) 2008, patient presented for a new patient visit with chronic pain. Patient assessed as chronic spinal pain at multiple levels, bilateral shoulder pain, possible degenerative arthritis, possible neurogenic bladder. Patient was given new prescription for morphine. On (B)(6) 2008, the patient presented for an office visit. Per the physician¿s notes, ¿a new spinal fracture at thoracic 7-8 was found recently¿ the caudal aspect of the thoracic spine is tender to palpation. The recent thoracic MRI scan shows impingement on the spinal cord at the level of the 8th thoracic vertebral body.¿ on (B)(6) 2008, patient presented for morphine prescription refill. On (B)(6) 2008, patient presented for morphine prescription refill. On (B)(6) 2008, patient diagnosed with uti, e. Coli. On (B)(6) 2008, patient presented with new ulcer over her tailbone. Possible mrsa assessed. On (B)(6) 2008, patient presented with increased pain in the interscapular area and complaints of pain radiating from the ribcage to the epigastric area, and increased low back pain. MRI of the thoracic spine indicated ¿no significant change identified compared to the prior exam. On the dorsal margin at t8, there is impingement on the anterior aspect of the cord secondary to a small focal central filling defect. The possibility of a small extruded disc fragment is possible. The degree of mild signal change suggestive of edema in the cord is stable compared to the prior study.¿ MRI of the lumbar spine indicated ¿metal artifact from the pedicle screw placement and fixation severely limits evaluation¿ no evidence of arachnoiditis is identified.¿ on (B)(6) 2009, patient presented after a recent fall. X-ray of the lumbar spine indicated ¿expected postoperative changes, l4-5 with interbody and posterior element fusion. There has been no change since (B)(6) 2008 and no acute abnormality is seen.¿ on (B)(6) 2009, patient presented with back pain after multiple falls. MRI of the lumbar spine was attempted, but discontinued due to the severity of metallic artifact. On (B)(6) 2010, patient presented status post lumbar fusion with failure of hardware, spondylolisthesis and kyphosis. L3-4 with secondary spinal stenosis, intractable back and bilateral leg pain. The patient underwent posterior removal of hardware l2-s1, removal of displaced l3-4 cage and redo decompression l3-4, alif l3-4 using zimmer interbody spacer and anterior plate, and rhbmp-2/acs, and posterior re-instrumentation l2-l5 using local autogenous bone graft and dbm allograft. There was an intraoperative vena cava vascular tear requiring repair. On (B)(6) 2011, patient presented with lower back pain with bilateral leg numbness. X-ray of the lumbar spine indicated ¿the alignment is within normal limits. No obvious acute osseous abnormality.¿ on (B)(6) 2012, patient presented with neck pain and left shoulder pain for 3 months. MRI of the cervical spine indicated ¿expected postoperative changes. No significant neural foraminal or canal impingement is seen.¿ MRI of the brain indicated ¿brain within normal limits.¿ on (B)(6) 2012, patient presented with left arm pain after injury. Patient underwent MRI of the left shoulder. On (B)(6)2012, patient presented with new onset edema. Underwent CT venogram of the abdomen, pelvis, and bilateral lower extremities on (B)(6) 2012 to determine whether there was a stent or a clot in the vena cava. ¿CT venography shows engorgement of the left calf veins. There is incomplete opacification of bilateral superficial femoral veins in a symmetric fashion. No thrombus is seen. The left common iliac vein is markedly attenuated as it crosses the spine to the confluence to form the inferior vena cava, with surgical clips in this region, suggesting scarring and stenosis of the left common iliac vein. There is also a large collateral left lumbar vein. No abnormalities of the right iliac veins or the ivc.¿ on (B)(6) 2013, patient presented with headaches with new onset of double vision, history of chronic migraines and head trauma. Patient underwent MRI of the brain with and without contrast. On the admitting documentation, patient noted that the ¿last MRI burned my head.¿ on (B)(6) 2013, patient presented with back pain, weakness, incontinence, leg pain, and reporting that she ¿can¿t move.¿ the patient underwent MRI of the lumbar spine which indicated ¿no acute abnormality identified. Specifically, no definite cause of the patient¿s symptoms is seen. Postoperative changes consistent with fusion at l1- through l5. Interbody fusion material is present at l3-4. Anterior spinal fusion hardware is also present at this level.¿

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Review of radiographic images found as follows: these two films represent an oblique view of the forearm and hand as well as a lateral thoracolumbar film. The forearm and hand study is of very poor quality and shows no clear pathology. The lateral thoracolumbar film shows a lumbar spine construct starting at about l2 and extending at least to l4. There is a peek spacer within the l2 disc space and a metallic spacer within the l3 disc space. Fixation includes pedicle screws at l2, l3 and at least l4 along with an anterior lumbar plate that extends from l3 to at least l4. No loss of fixation, implant failure or other issues can be seen on these poor quality films. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.